Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the green safety needle in the 4fr dual lumen PICC kits are not locking correctly. States they have had about 5 kits that had a faulty needle. States when they slide the green safety up, it doesn't lock and slides right off the needle. No other information was provided. This report addresses all 5 devices.